Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited sensed noise and charged up to deliver a shock, but the episode ended. The physician opted to replace the electrode, after opening the pocket incision the physician noted that the can had broken its anchor suture. The electrode was removed and replaced, while the s-ICD remain in service. No additional adverse patient effects were reported.